Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a vial with liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon was to implant a 13.2mm vticm5_13.2, -12.00/4.0/084 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os)on (B)(6) 2020. The lens tore during injection and part of the lens stuck in the cartridge. There was patient contact (lens touched the eye) with no patient injury. Cause of the event is reported as device. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.